Event description:
It was reported during use the bd vacutainer® eclipse¿ blood collection needle experienced safety shield failure, poor sleeve function, and needle and holder separation/spin out. The following information was provided by the initial reporter: the customer stated the safety shield is separating from needle, IV shield is falling off and hub does not feel sturdy when connecting "yellow holder to needle." Additional information: "the hub is screw collar on the bottom of the needle apparatus that screws onto the vacutainer holder and it is a bd product. The screw collar of the needle does not fit tight at times or it completely falls of leaving the bottom green plastic part that the needle is mounted from exposed which cannot be screwed onto to the vacutainer holder. So the entire needle apparatus is useless."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/20/2020. H.6. Investigation: bd received 2 samples and 1 shelf pack photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective locking mechanism with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through a corrective and preventive action (CAPA#1465371). H3 other text : see h.10.

Manufacturer narrative:
H.6. FDA device problem code(s): 1506. The following fields have been updated with additional information: b.5. Describe event or problem: f.10. Device code: 1506. H.10. Patient code: 1506.

Event description:
It was reported during use the bd vacutainer® eclipse¿ blood collection needle experienced safety shield failure, poor sleeve function, and needle and holder separation/spin out. The following information was provided by the initial reporter: the customer stated the safety shield is separating from needle, IV shield is falling off and hub does not feel sturdy when connecting "yellow holder to needle". Additional information: "the hub is screw collar on the bottom of the needle apparatus that screws onto the vacutainer holder and it is a bd product. The screw collar of the needle does not fit tight at times or it completely falls of leaving the bottom green plastic part that the needle is mounted from exposed which cannot be screwed onto to the vacutainer holder. So the entire needle apparatus is useless."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® eclipse¿ blood collection needle experienced safety shield failure and poor sleeve function. The following information was provided by the initial reporter: the customer stated the safety shield is separating from needle, IV shield is falling off and hub does not feel sturdy when connecting "yellow holder to needle".